Manufacturer narrative:
Not returned. As of this report, the device has not been returned for analysis. There is no additional information related to this event, if additional information becomes available, the event will be updated. On june 17, 2005, guidant corporation (now boston scientific crm) issued a physician communication regarding deterioration in a wire insulator surrounding a wire within the lead connector block which, in conjunction with other factors, could cause a short circuit and loss of device function. Changes to try to prevent this anomoly were made in august 2004. This device was manufactured on or before august 26, 2004 and is included in this population.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) expired. No complaints against the device had been received by boston scientific. This device is included in the recall advisory population for the potential to short circuit under the header. The device was not returned to boston scientific for analysis. The patient's following physician was not aware that the patient had expired. New information received indicates that the patient's family has retained legal counsel and filed a lawsuit. There were no specific allegations against the functionality of the device within the claim.